Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with an external insulation abrasion 5.9 to 7.0 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. An external insulation abrasion was noted 27.5 to 37.7 and 37.6 to 37.7 cm form the distal end consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.